Event description:
It was reported that this left ventricular (lv) lead was dislodged and confirmed via x-ray. In addition, the lead also exhibited high pacing threshold. Additional information indicated that the screws were not fixed properly. Subsequently this lead was surgically repositioned. No additional adverse patient effects were reported.